Event description:
It was reported that the patient experienced a change in therapy effect. Diagnostic imaging was performed. The patient was told that a revision would be needed; no other information was provided. The patient had received two different opinions from physicians. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).